Manufacturer narrative:
The stapler 45 instrument and blue stapler 45 reload involved with this complaint have not been returned to isi for evaluation. A follow-up MDR will be submitted if the instrument or instrument accessory is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. The system logs reveal that the stapler 45 instrument (part 470298-09; lot s10150323-0010) used during the reported event was used in a subsequent da vinci-assisted surgical procedure performed on (B)(6) 2016. As of the date of this report, no related complaints involving the stapler 45 instrument have been reported to isi. A total of 5 blue stapler 45 reloads, each with different lot 's, were used during the surgical procedure. The lot of the blue stapler 45 reload involved with the staple line leak is unknown. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted right hemicolectomy procedure, a leak was identified within 24 hours post-operatively on the distal end of a staple line. The staple line leak was repaired by the surgeon on post-operative day 2. However, the root cause of the post-operative complication experienced by the patient is unknown.

Event description:
It was reported that after completion of a da vinci-assisted right hemicolectomy, a leak was identified within 24 hours post-operatively at the distal end of a staple line. On 06/07/2016 and 06/21/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who was present during the surgical procedure and obtained the following information regarding the reported event: during the da vinci-assisted right hemicolectomy procedure, the surgeon encountered 2 inadequate clamp errors while attempting to clamp tissue with a stapler 45 instrument. In each case, the error messages appeared when the clamps were at 95-98% completion. The surgeon was able to successfully re-clamp and fire the stapler 45 instrument in each instance. A total of 5 blue stapler 45 reloads were used during the surgical procedure. No additional issues involving the stapler 45 instrument or reloads were reported. The csr did not see any tissue bunching during the case. There were no reports of tissue tension or malformed staples. Approximately 24 hours post-operatively, the patient presented with symptoms of a leak. A leak, found on the distal end of a staple line, was repaired by the surgeon on post-operative day 2. Details regarding the repair of staple line leak were not provided. Due to the staple line leak, the surgeon expressed concern that a device malfunction had occurred. The surgeon indicated that the patient did not have previous cancer treatment or surgeries prior to undergoing the da vinci-assisted surgical procedure. The patient went home on (B)(6) 2016 and has been recovering.